Event description:
When tech went to engage the needle holder to slide over the needle, the yellow part of the holder came off and the assistant was scratched by the needle. Product not returned for eval, unavailable. Tech tested for hiv and hep panel; results tested negative.